Manufacturer narrative:
Date of event: (B)(6). Date of report: 28aug2019. Serial number: (B)(4). The customer replaced the gas delivery system (gds), air and fan filter. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator had a low flow. No patient involvement.